Event description:
(B)(6). According to the information received, an end user reported bleeding and felt a burning sensation while using a catheter. He said he felt as if his penis had been cracked.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.